Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned. A visual inspection was conducted on the customer provided pictures. The product appears to still be sealed inside packaging. The pictures clearly show a single piece of debris inside of the packaging. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is the operator not following the provided work instructions during manufacturing. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d4, g3, g6, h2, h3, h4, h6 and h10.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned product. The product package is still sealed. The customer reported that the outer bag of the product contained what looked like a piece of rubber. Visual inspection of the internal of the package showed no rubber. The single piece of debris is from a small piece of paper backing that has ripped off of the back of the internal product labels. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that there is a foreign material inside the package. Attempts have been made and additional information on the reported event is unavailable at this time.